Event description:
It was reported that during a pta/stenting treatment procedure, the stent delivery catheter separated requiring additional surgical intervention. Access was obtained through the common femoral using a #6 introducer. An arteriogram revealed multiple areas of stenoses along the left sfa as well as the left popliteal artery. An 0.018 glidewire was inserted in through the sfa into the popliteal crossing the stenoses. A 4 mm pta balloon catheter was inflated to 14 atm for 45 seconds to dilate the distal most stenosis in the popliteal artery. The catheter was removed and the second stenosis in the distal sfa was treated with a 6 mm balloon which was also inflated to 14 atm for 45 seconds. Residual stenosis was noted following pta, so a 6 mm x 29 mm stent was inserted and deployed in the popliteal artery. The more proximal lesion was again dilated. While attempting to stent the lesion using a niroyal 9 mm x 19mm, the tip of the catheter broke. 100% contrast was being used to inflate the balloon, the balloon did not appear to be fully deflated, and apparently became caught up in the stent. When the physician was retracting the balloon catheter back into the guide, resistance was experienced, and additional tensile force was applied. At this time, the balloon catheter separated. A cutdown was performed to successfully retrieve the stent and the catheter tip. The artery was repaired using a patch angioplasty. A final angiogram demonstrated good results on all the stenoses with two vessel run-off to the ankle. The patient was transferred to the recovery roon in stable condition. No additional complications were noted. It was discovered during the course of clinical followup, that the patient had expired approximately one month following the procedure secondary to complications of multiple chronic medical conditions. No relationship between the device performance and patient's subsequent death were noted.